Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with the customer, on (B)(6) 2017, she indicated that the replacement pump is working without issue and her clogged duct is resolved. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that if she uses her pump in style breast pump up to a level 4 it works fine; however, when she adjusts the pump over level 4, the pump will not release the suction properly. The customer alleged that was diagnosed on (B)(6) 2017 with mastitis for which was prescribed antibiotics. She has completed the antibiotic and no longer has mastitis, but does have clogged ducts.